Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein (rcfv) was attempted using two proglide devices after an electrophysiology intervention procedure. Reportedly, one device was attempted in an 8f sheath in place; however, the device had a cuff miss. A second device was attempted in a different puncture site on the rcfv via 8f sheath; however, there was resistance advancing the device. The sheath was upsized to 9f and the device was deployed. However, a cuff miss was noted. Hemostasis was achieved with another proglide and figure 8 in first and second puncture respectively. There was no reported clinically significant delay in the procedure or therapy.